Event description:
The physician attempted an arteriotomy closure with the perclose at (close ak) device after a diagnostic procedure on 03/16/2006. He met resistance during the device insertion but completed closure and achieved hemostasis with the device. The patient was discharged as per usual protocol. Later on, the patient felt pain in his groin and returned to the hospital. No pulses were felt in that leg so the patient went to surgery for an exploration and repair of the common femoral artery. He was discharged 5 days later without any residual ischemia and is reported to be well.